Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer father reported via phone call that they experienced low blood glucose level of 30 mg/dl. Customer had been using insulin pump system within 48 hours of reported hospitalization. The customer was treated by orange juice. The father stated that pump was over delivering. Troubleshooting was performed for low blood glucose and over delivering. The product will be returned for analysis.